Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) came out the end of the tamp tube despite doing all of the necessary steps correctly. There was no patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was being used to close the patient's artery. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The sheath introducer used was a 7f 10cm non-cordis sheath. Regarding the femoral site puncture, the femoral artery¿s suitability was verified on angiography at a 45-degree angle, with the vessel type being arterial. The femoral artery location was appropriate, and the vessel was verified to be greater than or equal to 5 mm in diameter, with no vessel tortuosity or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device was removed by holding the shuttle while removing it from the tray. The shuttle handle was not displaced, nor was the sealant sleeve out of position. The sealant was not exposed during prep, while removing the device from the package, or during deployment. The advance tuber was held in the correct place while removing the balloon from the access site. The sealant was deployed to the proper location and dislodged, but somehow, the plug came through the back of the tamp tube. There was not a shallow vessel depth. A non-sterile "mynxgrip vascular closure device 6f/7f" associated with the reported complaint was returned for investigation. Upon visual inspection, the shuttle was found engaged to the black handle. The syringe was not included, and the stopcock was in the open position. The protective sealant sleeve was observed in the deployed position, and the advancer tube was exposed along the shaft of the device. The sealant itself was not returned for evaluation. Additionally, an unidentified procedural sheath was locked onto the device. Blood residue was noted inside the sheath; however, no damage was observed. No other visual anomalies or damages were identified during the visual inspection. The reported event of ¿sealant-sealant dislodged¿ was not observed through analysis of the returned device since the sealant was not returned with the product. The exact cause of the issue experienced by the user could not be determined. However, based on the information available for review and the product analysis, the event reported may have been attributed to user error since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining on the catheter when received. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) came out the end of the tamp tube despite doing all of the necessary steps correctly. There was no patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was being used to close the patient's artery. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The sheath introducer used was a 7f10cm non-cordis sheath. Regarding the femoral site puncture, the femoral artery¿s suitability was verified on angiography at a 45-degree angle, with the vessel type being arterial. The femoral artery location was appropriate, and the vessel was verified to be greater than or equal to 5 mm in diameter, with no vessel tortuosity or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device was removed by holding the shuttle while removing it from the tray. The shuttle handle was not displaced, nor was the sealant sleeve out of position. The sealant was not exposed during prep, while removing the device from the package, or during deployment. The advance tuber was held in the correct place while removing the balloon from the access site. The sealant was deployed to the proper location and dislodged, but somehow, the plug came through the back of the tamp tube. There was not a shallow vessel depth. The device is available for evaluation.